Event description:
Dsn (diabetes nurse) reported patient was admitted to the hospital with elevated blood glucose level. Dsn stated patient had been away from home for one night from (B)(6) 2014 and he had not taken spare infusion sets or insulin. Dsn reported patient experienced several e4 (occlusion) error messages while away from home. Dsn stated patient changed the infusion set when he got home on (B)(6) 2014. He woke up with a blood glucose level 4.5 mmol/l on (B)(6) 2014. Dsn reported patient did not give himself a bolus for carbs or corrections and took no further blood glucose tests until 10:05 pm when his blood glucose level was 24 mmol/l. Dsn stated the patient gave no correction via pump but did via his insulin pen; however, the amount given was unknown. Dsn reported the next morning on (B)(6) 2014, the patient's blood glucose level was 31 mmol/l and he gave a bolus of 11.7 units and called his health care provider who referred him to the hospital. Dsn stated at the hospital patient was placed on insulin IV as a precaution; he did not have ketones and was not in dka. Upon reviewing patient's error data with his nurse, it was found he had not correctly dealt with the e4 errors as he had no new sets. Dsn stated she felt the pump was not at fault and will try to educate patient on how to manage his diabetes care. No product return was requested.

Manufacturer narrative:
The event occurred in (B)(6). Device was not requested to be returned.